Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer changed the infusion set and resumed insulin therapy to treat the bg. The customer resolved the issue by performing a supply change.